Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle did not deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. The patient's report is that after attaching a pen needle to the pen, the drug solution did not come out of the needle pe."

Event description:
It was reported that the bd micro-fine¿ pro pen needle did not deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. The patient's report is that after attaching a pen needle to the pen, the drug solution did not come out of the needle pe.".

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.